Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.

Event description:
"Endoscopic pouch ripped when trying to pull bag out of abdomen." Patient is fine.